Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are not getting relief from the therapy. Patient stated the last two nights they went to bed and the implant was on and in the morning the implant was off. Patient stated something is wrong with the battery in the controller and they reset the controller for about a week ago. Patient reported the therapy never helped them and they had adjustment done and healthcare professional (hcp) gave them a cortisone shot for pain and the shot worked for a week. Patient stated their back pain is equal or worse since having the implant. Agent confirmed patient did not have fall or trauma. Agent asked clarifying questions and patient said their intensity is at 12.0v and they have adjusted the level. Patient services specialist asked patient to connect with the controller and controller show implanted neurostimulation 30%, controller 100% charged. Agent confirmed there is no damage inside the controller port. Agent asked clarifying questions. Patient stated they are able to charge the ins with excellent quality and then said they ha ve trouble with charging the ins. Agent asked patient to inspect the recharger for visible damage and patient said there is no visible damage on the rtm and controller show passive recharge screen. Controller showed recharging excellent ins 90%, controller 80% charge. Agent assisted patient with navigating the controller and reviewed button and icon meaning. Agent reviewed the external devices are functioning as intended and recommend patient consult with hcp  regarding therapy issue. Agent reviewed best practice to recharge the ins. Patient service reviewed device function and recommend patient consult with healthcare provider for next steps. The issue was not resolved on the call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.